Event description:
The lead was extracted due to out of range shock impedance. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12.5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through 34 cm proximal to the lead tip. In this region the conductor cable leading to the svc shock coil was found fractured, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, the fixation helix and shock coils were found deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.